Event description:
Boston scientific received information that the patient system will be extracted due to possible infection. Additional information received from the field representative indicates that the system was not explanted as the patient had no signs of systemic infection and wound cultures were all negative. Evidence suggests the system remains implanted and in service. No additional adverse patient effects were reported. Additional information received that the patient system was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.